Event description:
It was reported that during a stent graft placement procedure through ipsilateral retrograde approach, the stent graft was allegedly moved on the balloon towards the catheter. There was no reported patient injury.

Manufacturer narrative:
The catalog number identified has not been cleared in the us but is similar to the lifestream that are cleared in the us. The pro code and 510 k number for the lifestream are identified. As the lot number for the device was provided, a review of the device history records is currently being performed. The return of the sample is pending. The investigation of the reported event is currently underway. (Expiry date: 10/2023).

Event description:
It was reported that during a stent graft placement procedure through ipsilateral retrograde approach, the stent graft was allegedly moved on the balloon towards the catheter. There was no reported patient injury.